Event description:
It was reported that the patient experienced a loss of efficacy. A rotor study was done which concluded that the fluid was not exiting from the pump into the catheter.the device was replaced. It was noted that there was no patient injury and the patient recovered without sequela. Drug delivered via the pump was dilaudid 5mg/ml at a daily dose of 0.4694mg. Additional informaiton has been requested but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8731, serial # (B)(4), implanted on: (B)(6) 2006, explanted on: unk. Catheter model: 8790-1 dacron pouch, lot # n229105, implanted on: (B)(6), 2009, explanted on: (B)(6), 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly, normal device function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.